Event description:
It was reported that the downstream occlusion alarm with no occlusion in the line. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. E1: phone number: (B)(6). One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device downstream occlusion sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso sensor was recalibrated and the device passed all testing.